Event description:
A customer reported that their adc device did not work and therefore would not give glucose results. The customer developed symptom of sweating and subsequently had a loss of consciousness. The customer was able to consume glucose provided by third-party after regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported that their adc device did not work and therefore would not give glucose results. The customer developed symptom of sweating and subsequently had a loss of consciousness. The customer was able to consume glucose provided by third-party after regaining consciousness. There was no report of death or permanent injury associated with this event.